Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device location of device: hemipelvis") and pregnancy with contraceptive device ("pregnancy/ pregnancy (with complications)") in a 31-year-old female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (on (B)(6) 1996, (B)(6) 1999, (B)(6) 2005,). There was no metallic device in the expected region of the right fallopian tube. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("constant abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent tubal ligation and bilateral partial salpingectomy) and surgery (c-section). At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2008. The reporter considered abdominal pain, anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporter added. Plaintiff demographics added and case updated to medically confirm. Essure indication, implant and explant stop, lot number added. Events depression, mental anguish and constant abdominal area pain were added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device location of device: hemipelvis") and pregnancy with contraceptive device ("pregnancy/ pregnancy (with complications)") in a 31-year-old female patient who had essure (ess205) (batch no. 12277465 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (on (B)(6)1996, (B)(6)1999, (B)(6)2005,). There was no metallic device in the expected region of the right fallopian tube. Concomitant products included paracetamol (acetaminophen) since september 2005. On (B)(6)2005, the patient had essure (ess205) inserted. In september 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In may 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("constant abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (underwent tubal ligation and bilateral partial salpingectomy) and surgery (c-section). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6)2008. The reporter considered abdominal pain, anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (underwent tubal ligation and bilateral partial salpingectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.